Manufacturer narrative:
Per tandem user guide: the dexcom g6 cgm only allows pairing with one medical device at a time. Ensure your cgm transmitter is not connected to the dexcom receiver before pairing with the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was connection issues between the pump and transmitter. Reportedly, the transmitter was paired with the dexcom receiver in addition to the pump. Subsequently, the dexcom receiver was shut off and the transmitter connected successfully. Customer declined troubleshooting with tandem technical support and declined to provide further information.